Event description:
It was reported that when using the bd pyxis medstation system drawer failed and was not detected on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the communication bus at the station. A field service engineer attempted to recover it in the user application, but the drawer continued to fail. After that, the engineer reconnected all the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.